Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2023-06933. It was reported that the patient experienced an undesired sensation at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the ipg and cervical lead were explanted and replaced to address the issue. Migration of the cervical lead was noted prior to the procedure.